Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish communication with the clinician programmer. Patient underwent an unrelated surgery and the ipg was placed in surgery mode. A magnet was placed for about thirty seconds however the issue persisted. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.